Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The battery underwent a low-voltage state due to excessive discharge, which caused the bq battery chip to reset. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) is underway. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery.